Event description:
No additional information.

Manufacturer narrative:
Investigation result: one mz5303 sample was received without packaging for investigation; residual fluid was present throughout the entire set. The customer reported that "there was fluid leakage from the maxzero connector and tube connection (bonded area). The maxzero connector and tube adhesive section appear to be connected at a slight angle. It was believed that the cause of the leak is a problem with the connection." As part of the investigation, the customer provided photographs of the affected sample; analysis of the photographs confirmed the customer experience as the maxzero was connected to the extension at an angle. Visual inspection of the returned sample confirmed the customer's experience; the maxzero was connected to the set at an angle (appendix 1). The returned sample was subjected to leakage testing; however no leakage was able to be replicated. In this instance it is possible that the blood within the infusion set had coagulated and blocked the leakage path. The details of this feedback were forwarded to the manufacturing site for investigation. Their analysis confirmed that the leakage is likely to have been caused by the maxzero not being correctly screwed onto the female luer of the affected joint during manufacture. This is a manually performed assembly step and is likely to have occurred due to human error. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Please note, since the manufacture of the reported lot, the product has been transferred to an alternative manufacturing site; however the quality team will continue to monitor the incoming feedback and remain vigilant to reports of this nature. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz5303 set in the past 12 months.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus pressure rated extension set had leakage. The following information was provided by the initial reporter, translated from japanese to english: leaking fluid from the maxzero connector and tubing connection. Check for leaks from the maxzero connector and tubing connection (bonded area) and replace them. Additional information received from the customer: please confirm the lot number(s)? It is "unknown." Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? It occurred during infusion. The time is unknown. Please confirm what substance was being infused during the time of the event? Saline solution. Was there any patient harm? No. Was there an under infusion? No.